Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that voice changes were no longer apparent with stimulation, indicating that the ncp system may not be functioning properly. Further follow up revealed that x-rays were taken and showed that the lead wires appear separated. Revision surgery is scheduled for 2002.